Manufacturer narrative:
Device manufacture date: (B)(4). Four (4) actual samples were received for evaluation. A visual inspection was performed with no issues noted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Three (3) samples were not received for evaluation; therefore, a device analysis could not be completed. The reported issue was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that seven (7) minicap sponges were dried out. The patient noticed that part of the sponges were dry when they opened the box. They did not use the minicaps. There was patient involvement, but no patient injury or medical intervention associated with this event. No additional information is available.